Event description:
FDA/medsun repeat report rec'd. Reporting erroneous/erratic readings involving one (1) 52511-13 opti-q catheter, lot # unk. The report states "inconsistent cardiac output and cardiac input numbers ... Does not correlate with pt's clinical condition. There were no adverse pt consequences as readings were still able to be obtained through other means. The catheter device was pre-tested with no problems noted. Attempts to obtain additional info regarding the event have been unsuccessful. The device was not returned for testing and analysis. Although the exact cause(s) of the reported product experience are unk, the report does state "commonly used devices in the treatment of post operative heart patients, i.e. Sequential compression device (scd) ... Warming devices maybe interfering with catheters device signals..."